Event description:
While attempting to treat an unconscious pt, the paramedics found that their defibrillator would not power up. They continued treatment while a second defibrillator was obtained. The pt was treated and transported. There was no pt harm reported.